Manufacturer narrative:
The date of onset of this event was updated by the clinical site on (B)(6) 2021. The date of onset of the event (section b3) has been updated.

Manufacturer narrative:
This case is the same case as MDR ID # 3011632150-2019-00016. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. The reporting of this event under MDR reporting requirements was delayed due to the webtrader production account registration process. This is the first opportunity to file this MDR following access to the webtrader production account.

Event description:
This case is the same case as MDR ID # 3011632150-2019-00016. The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2018. At the index procedure on (B)(6) 2018, the patient presented with a de-novo occlusion located in the middle to distal third of the right superficial femoral artery (sfa). The target lesion presented with a 6.0 mm reference vessel diameter (proximal and distal), 180 mm in length, 85% stenosed, and with grade 1 calcification. Pre-dilatation was performed using a 6.0 x 200 mm percutaneous transluminal angioplasty (pta) balloon. Two biomimics 3d stents were implanted: 6.0 x 125 mm and 6.0 x 80 mm. Post-dilatation was performed using a 6.0 x 200 mm pta balloon. On (B)(6) 2018 the patient was hospitalised due to restenosis of the target lesion and percutaneous intervention was performed. On (B)(6) 2018 the event was reported as resolved. The devices remain implanted.